Event description:
A dialysis facility reported that a patient gained weight after a hemodialysis treatment. There is no machine problem reported. The problem was discovered when the patient was weighed post treatment. Based on the reported pre and post weights, there was a weight increase of 3.6 kg. The weights were reportedly verified. The patient was asymptomatic and was discharged in stable condition.